Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues purging air bubbles. It was reported that the customer has gone through four reservoirs and is unable to clear the bubbles. Troubleshoot was reported to have been conducted. It was reported that replacements would be sent out, and reservoirs would be returned for analysis. No further information provided.